Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that the impactor bolt cold-welded to the shell and could not be removed. The construct was removed and another shell was implanted. Procedure completed successfully with a delay of approximately 10-15 minutes.